Manufacturer narrative:
Citation: çetin sanlialp s et al. Delayed coronary occlusion after transcatheter aortic valve replacement in an elderly patient with atrial fibrillation. Ejcm 2020;8(4):206-210. Doi: 10.32596/ejcm.galenos.2020.11.066. Earliest date of publish used for date of event and date of death: january 1, 2020 (year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6) female patient who was admitted for recurrent syncope attacks. The patient was under treatment for atrial fibrillation with anticoagulant medication and had no documented cardiovascular diseases or risk factors. Coronary computed tomography angiographic images showed an absence of significant lesions. Transfemoral transcatheter aortic valve replacement (tavr) was performed with a 29 mm medtronic corevalve (serial number not provided). Following valve implantation, the patient was started on dual antithrombotic therapy and three months later was switched to singleantithrombotic treatment. At eight months post-implant, the patient was admitted to the emergency department for chest pain. The patient¿s family reported that the patient took oral anticoagulants regularly and had recurrent angina attacks for the last three days prior to admission. Upon admission, the patient¿s peripheral pulses were weak and low blood pressure was noted. Electrocardiogram exhibited diffuse st elevation in anterior leads with reciprocal changes in inferior leads. Echocardiography showed no issues with the corevalve but left ventricular ejection fraction was reduced with hypokinesia at the anterior wall and septum. Antiplatelet medicine and acetylsalicylic acid were administered in the emergency department. Approximately twenty-five to thirty minutes later, cardiac catheterization was performed by positive inotropic support due to hemodynamic deterioration. Coronary angiography revealed the total occlusion of the ostium of left main coronary artery with thrombus and percutaneous coronary intervention was planned. Unfractionated heparin was intravenously injected and then three drug-eluting stents were implanted into the left anterior descending coronary artery. However, the thrombolysis in myocardial infarction flow grade iii could not be supplied. Cardiac arrest occurred one hour after cardiac catheterization. Cardiopulmonary resuscitation was performed, but the patient was unable to be revived and subsequently died. The authors indicated the left main coronary ostium was occluded by thrombus as a result of tavr. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that she and her co-authors did not think the delayed coronary occlusion was associated with the corevalve. In addition, the physician/author reiterated the patient's pre-existing atrial fibrillation may predispose thromboembolism. H6. Device code (fdd/annex a) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.